Manufacturer narrative:
The reference c17101 has been allocated to this case by rayner. The healthcare facility reports that a rayner iol was explanted due to the development of opacification. Despite attempts made by rayner's affiliate company to obtain a detailed description of the problem , a product identity , a lot number, or any patient outcome information the healthcare practitioner involved in this case has declined to give any information. As a lot number is unavailable rayner are unable to relate this case to any pre-existing vigilance or manufacturing data. Similarly , we are unable to provide any information relating to the date of surgery, date of opacification, date of explantation, or any underlying patient conditions or secondary surgical intervention post iol implantation (which may have contributed to opacification e.g. Use of alteplase [r-tpa]). Rayner's risk analysis identifies the following as possible causes of opacification; perceived translucent sheen on optical surface of the lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract and vitrectomy - currently idiopathic opacification, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials , MRI, x-ray, corneal surgery) and idiopathic. Rayner ifus list 'iol precipitates' in the 'complications related to iol surgery' section. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the development of opacification in this case.

Event description:
On 11th july 2017, rayner intraocular lenses limited received notification from its (B)(6) affiliate company of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that on an unknown date post-operatively the lens was explanted due to the development of opacification.